Event description:
It was reported to national medical products administration (nmpa) that the on (B)(6) 2022 that there was no display on the device. The nmpa ae report number is (B)(4). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.